Manufacturer narrative:
(B)(4). If implanted; give date: unknown, not provided. If explanted; give date: unknown if the lens was explanted, or if filament was only removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's right eye; however, right after implant, the doctor reported a black filament was found on the patient's eye. The filament was removed by the surgeon immediately. No patient injury was reported. The incident date was not provided. No further information was provided.

Manufacturer narrative:
Additional information about the date of event, implant date, and surgical and patient outcomes were received. The patient was not uncomfortable and there were no complications during the surgery. Date of event: (B)(6) 2016. If implanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) the lens remains implanted. (B)(6). Visual inspection of the lens was not performed as the lens remains implanted in the patient's eye. However, a photo of the implanted lens was evaluated. The photo showed a surgical instrument inside the eye. The black filament was also observed in the patients eye. Therefore, the device code reported for the black filament was confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, evaluation of the photo provided and historical complaint review there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: no product was returned for investigation. Lens remains in the patient's eye. Customer reported a black filament found on the right eye of the patient after the implantation of the lens. The black filament was returned inside of a lens pouch. From the sample received, a black filament was observed inside of the pouch confirming the reported issue. Visual inspection at 10x microscope magnification was performed on the sample received. The black filament was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the that black filament is consistent with cellulose (e.I. Cotton, rayon, and lint). According to the evaluation, the results reasonably suggest that the foreign material is not associated to the manufacturing process. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.